Event description:
A user facility reported that during removal of a laryngeal mask airway, the pt bit down and broke the airway tube. There was no pt injury or problem. The user facility will not be returning the lma for eval, as it was discarded.